Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-wave was lower than recommended; however, the low r-wave did not appear to alter the device function. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.